Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported elevated blood glucose (bg) levels in the 200s-300s (mg/dl) that were corrected with lantis injections, and indicated that lantis injections would continue to be used for back-up insulin therapy.